Event description:
Information received by medtronic indicated that the insulin pump had a flashing medtronic logo accompanied by audio and flashing red light. Troubleshooting was not performed as there was no existing troubleshooting to address the customer¿s question/concern. No harm requiring medical intervention was reported. It was unknown if the customer will continue using the device. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 11/26/2022 the customer reported a flashing medtronic logo screen with a flashing red notification led. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. After battery installation, a blank display was noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Unable to confirm/not confirm a flashing medtronic logo screen due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1 j7, j6, j5, j2; motor flex cable terminal. A known good pcba2 was plugged into known good pcba1 and then both boards were inserted into the case. The unit was able to boot up normally. Pcba2 was plugged into a known good pcba1, and then both boards were inserted into the case. In this configuration the unit booted up to a flashing medtronic logo screen. The software version was unable to be obtained due to the display anomaly. Finally a known good pcba2 was plugged into pcba1, and the both boards were inserted into the case. In this configuration a blank display was noted. In summary, the customer¿s report of a flashing medtronic logo screen was unable to be confirmed during testing. The blank display is due to the severe corrosion underneath the pcba1 j7 aa battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information.

Event description:
The device was returned for the analysis.